Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Only use u-100 humalog or novolog with your pump. Only u-100 humalog and novolog have been tested and found to be compatible for use in the pump. Use of insulin with lesser or greater concentration can result in under delivery or over delivery of insulin. This can cause hypoglycemia (low bg) or hyperglycemia (high bg) events. Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 46 mg/dl. Reportedly the customer was using two different brands of insulin. Low bg was addressed by consuming carbohydrates. It was also reported that out of range issues occurred between the transmitter and pump for greater than 15 minutes, with no continuous glucose monitor (cgm) sensor readings. There was no reported adverse effect to the customer's blood glucose level. The pump was reset, and the customer continued to use the pump for insulin therapy.